Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm when alarm limits were breached. The unit was determined to be functioning as designed.

Event description:
The customer reported the root device with sedline system was giving a reading of 36 while the patient was awake. The reading should have been 100. No consequences or impact to patient was reported.